Manufacturer narrative:
(B)(4). The device was not available; therefore, product testing on the actual device could not be performed. The device identifiers were not provided; therefore, the device history records for this device lot number could not be reviewed. A review of the device labeling was completed. Endophthalmitis, decreased/impaired vision, hypopyon, corneal edema, elevated iop, and pain are identified in the labeling as known inherent risks of trabecular micro-bypass stent procedure. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. An adverse event appears to have occurred, but does not appear to have been a problem with the device or the way it was used. The reported events are established risks associated with use of the device, which is clearly specified in the product's labeling. Based on the information received, the root cause of the reported event could not be conclusively identified. MFR# reference: (B)(4).

Event description:
The following was reported through a review of an article titled "endophthalmitis following combined cataract extraction and placement of an istent trabecular bypass device". Reportedly, the right eye procedure was complicated intraoperatively by inability to properly place the second stent despite several attempts. At day four (4) postop, the patient presented with endophthalmitis. Despite the prompt intravitreal injections of broad spectrum antibiotics, the patient lost all perception of light, and the cultures of anterior chamber (ac) aspirates failed to identify a causative organism. Per report, the patient presented with corneal edema, hypopyon with ac fibrosis, and the patient reported experiencing pain postoperatively. The article noted that clinically, the reported event developed more like a case of post-cataract extraction endophthalmitis as opposed to endophthalmitis associated with a glaucoma drainage device, consistent with surgery performed exclusively within the anterior chamber without communication with the sub-tenon''s space. In addition, the article noted that it was not clear whether the cataract surgery or the stent placement contributed more to the development of endophthalmitis. Any omitted information was not available at the time of this report. Additional information has been requested.